Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on pump reset and ensured the caller successfully started their sensor session without further issues.